Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had unusual left ventricular assist device (lvad) values on 17may2022. Log files were sent for review. The log file captured routine events early in the log with pump power in a baseline number of 5-6w then starting (B)(6) 2022 the pump power shifted into the 8-9w range for the remainder of the log. Also a notable downward shift in pulsatility index into the 1-2 range. Clinically, laboratory values were drawn and the patient was stable. The cause of elevated pump powers was not identified, no treatment was performed and no plan of care had been decided. The patient was clinically stable, but the patient was admitted for a gastrointestinal bleed. The source of bleeding was antral gastritis. The patient had a colonoscopy for diagnosis and was treated medically with pantoprazole (protonix) and holding warfarin (coumadin). It was also noted that the patient had a transcatheter aortic valve replacement (tavr) with amplatz and had occlusion to the outflow graft and a pump stop. The outflow graft obstruction remained unconfirmed as the pump was decommissioned and remained in the patient. The patient was placed on an intra aortic balloon pump (aibp) and vasoactive drips. The plan was to re-implant the patient with the left ventricular assist device (lvad) if the patient was unable to tolerate the plan to wean the patient from the iabp and vasoactive medications.

Event description:
The patient recovered on (B)(6) 2022. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevated power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the reported gastrointestinal (gi) bleeding and the device could not be conclusively established through this evaluation. Of note, the account communicated that the outflow graft was occluded and the pump was manually stopped as part of the tavr procedure. There were no reports of an outflow graft obstruction or device malfunction. The submitted log file captured several pump power and elevation events on (B)(6) 2022. These elevations appeared intermittent and were captured during pulsatility index (pi) events. Of note, the data logger was not active throughout the file. The pump appeared to have operated as intended above the low speed limit and there were no other notable events captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under "anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.